Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, a cystourethrocele, uterine prolapse, menorrhagia, and pelvic pain. The patient underwent the concurrent procedure of a transvaginal hysterectomy during mesh implantation. The patient underwent a posterior colporrhaphy on (B)(6) 2006 due to a rectocele. The patient underwent mesh removal on (B)(6) 2013 due to erosion. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced bladder outlet obstruction.